Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure the resistance was encountered and the outer delivery catheter of the system broke away from the proximal hub. The stent was safely removed from the patient as one unit and the procedure was completed without the stent. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
Updated - product returned and date received. Device evaluated: updated. Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Upon visual inspection, the stent stabilizer was kinked from the distal to the hub and blood was observed in the hub. The microcatheter shaft was stretched and kinked at 18cm from the distal end. The microcatheter shaft was noted to be bunched up under the secondary strain relief and it was broken/ fractured from 5mm 25mm from the secondary strain relief. The returned stent was deployed and noted to be deformed. During functional evaluation, the pusher stabilizer was flushed without difficulty .however; the stabilizer was unable to be advanced or retracted through the microcatheter. The microcatheter was unable to be flushed. The microcatheter was cut in an attempt to identify the root cause the reported event. The catheter was then flushed again and blood exited at the distal end. Based on analysis of the device and available information indicated that the patients anatomy was moderately to fairly tortuous. The returned device was damaged and blood was noted within the returned microcatheter which could be contributory factors to the reported event along with the tortuous anatomy. An assignable cause of operational context was assigned to the reported event.

Event description:
It was reported that during procedure the resistance was encountered and the outer delivery catheter of the system broke away from the proximal hub. The stent was safely removed from the patient as one unit and the procedure was completed without the stent. There were no clinical consequences to the patient due to this event.